Event description:
The user reported that the connector of the tubing broke while injecting contrast. No harm or injury was reported. The user reported that this has occurred in various units. No further info or clinical details were provided for the add'l events. Therefore, this single form FDA 3500a will be submitted for this complaint.

Manufacturer narrative:
Device eval: the suspect device is not expected to be returned for eval. The user did not specify if this was the initial use of the device. A review of the device history record did not reveal any exception documents. A f/u report will be submitted when the investigation has been completed. Eval, method: process eval. Conclusions: device not returned.